Event description:
Patient presented to the physician with a hematoma at the ipg site. Physician brought the patient into the or, evacuated the hematoma, irrigated the ipg pocket with sterile saline, cauterized several blood vessels, and closed. Postoperative antibiotics were prescribed after the procedure was completed.